Manufacturer narrative:
The lens was returned adhered to a plastic tray. Solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. The power and resolution of the returned lens could not be re-evaluated due to the extensive optic damage. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Associated products were provided; however, they are not applicable to the reported complaint. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the extensive optic damage. The file indicated that the toric company (1.50cyl), 21.0 diopter lens model was replaced with a non-toric non-company 21.0 diopter lens. Due to the exchange of a toric lens to a non-toric lens may suggest that the replacement lens model may have been an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received the lens was replacement with another company lens.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after intraocular lens (iol) implantation procedure, the patient could not see out of it at all. The physician removed the lens and implanted a different one in a secondary procedure. Additional information has been requested but is not available at the time of this report.